Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection identified contamination within the cuff shell and a tear along the median of the cuff shell consistent with tool or sharp instrument damage; associated tool damage was also observed on the cuff tubing. Leakage testing confirmed fluid loss from the cuff due to the tear along the cuff shell. The tubing, including the kink resistant tubing (krt), was visually inspected and leak tested. Visual inspection showed worn areas and a bend or kink consistent with tool damage, and the window quick connect exhibited flash consistent with tool damage; however, the tubing passed leakage testing. The pump was visually inspected, leak tested, and functionally tested. Visual inspection and leakage testing did not identify any damage or abnormalities. Functional testing demonstrated that the pump did not perform as intended, as it did not pass the low flow pressure test and did not pass the resistor flow rate test, with output readings below specification. The balloon was visually inspected, leak tested, and functionally tested. Visual inspection identified contamination within the balloon shell, while leakage and functional testing were successfully completed without abnormalities. Based on the available test results and investigation, the reported allegation of fluid leak could not be confirmed, as the sharp instrument damage observed on the cuff is considered a secondary finding likely introduced during explant. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Imaging tests were performed, and the patient subsequently underwent a surgical intervention. During surgery, fluid loss from the system was identified; however, the specific location and source of the fluid loss were not determined. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Imaging tests were performed, and the patient subsequently underwent a surgical intervention. During surgery, fluid loss from the system was identified; however, the specific location and source of the fluid loss were not determined. All components were removed and replaced. There were no further patient complications reported.